Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported by the patient's mother that the patient had moderate ketones, was vomiting and had signs of diabetic ketoacidosis (dka). These being a head ache, throwing up, numb legs and severe chest pains along with trouble breathing and excessive thirst. It was reported that the patient's blood glucose levels reached 625 mg/dl while wearing the pod for more than 48 hours on the abdomen. The patient was taken to the hospital. At the hospital the patient was treated with insulin through intravenous therapy. The patient was released after 8 hours.